Event description:
It was reported that they lost their belt and their recharger in a move. Pt (patient) stated they need an MRI but cannot schedule until the implantable neurostimulator (ins) is charged. Agent sent request to repair to replace the belt &the recharger. At the end of the call, pt mentioned that roughly a few months after getting the ins, the 'charger' was heating up and they have seen issues with them. Agent reviewed rtm (recharger telemetry module) heating information. Pt will monitor the issue with replacement recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.